Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since tumor resection was not performed as intended, with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device. Corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place. According to the surgeon, there are no negative clinical effects to the patient (besides possibility of additional surgery or radiosurgery) and there was no (direct or increased) risk to harm a critical structure due to this issue. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation detected, is: the navigation reference array likely has moved in relation to the patient during repositioning of equipment, leading to a deviation of the navigation virtual display to the actual patient anatomy. Further contributing factors: insufficient visibility of the pointer to the navigation after repositioning of equipment, leading to deviation of displayed instrument position from its actual position. The surgical intervention is likely to have changed the anatomical situation in the brain compared to the pre-operative image sets displayed by the navigation system. In this case, it appears that navigation has not caused or contributed to the clinical outcome (incomplete resection) but rather that the surgeon could not use the aid of navigation to the extent as he wished (till the end of surgery). Note that the navigation system solely provides assistance to the surgeon and does not substitute or replace the surgeon's experience and/or responsibility during its use. However, a contribution of the brainlab device to the situation that led to this clinical outcome could not be excluded completely, as the navigation reference array may have moved in relation to the patient before equipment was repositioned (although less likely). There is no indication of a systematic error or malfunction of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to: inform this hospital about the investigation results. Re-iterate to this customer: rigid fixation of the reference array, and to avoid movement of the array during the procedure to select an initial camera position that will work throughout the entire case including registration and navigation and that major changes of the camera position shall be avoided. Actual anatomy of the patient could differ from the preoperative image data due to e.g. Brain shift. To acquire intraoperative landmarks after initial registration for potential re-registration of the patient at any point during surgery.

Event description:
A craniotomy for tumor resection has been performed with the aid of the virtual display of the brainlab navigation. During the procedure the surgeon: positioned the patient in a supine position. Performed the initial patient registration (to match the virtual display of the preoperative mr scan to the current patient anatomy). Verified the accuracy of the registration and considered it good. Draped the patient and verified accuracy after draping. Performed craniotomy and began resection (also verified accuracy throughout the procedure). After approx. Half of the tumor was removed, repositioned equipment, including the navigation system / camera (as the surgeon repositioned himself in relation to the patient). Verified accuracy and detected a deviation of about half of an inch (about 12 mm). Moved the camera back to its initial position, which did not restore registration accuracy. Decided to complete surgery without aid of navigation. According to the surgeon, the surgery resulted in incomplete tumor resection and the patient may need additional surgery or radiosurgery. Besides that, there are no negative clinical effects to the patient due to this issue and there was no (direct or increased) risk to harm a critical structure due to this issue.